Manufacturer narrative:
(B)(4), the customer reported that the device failed to power up. The unit was evaluated at philips and the symptom was verified. Repairing the ac power cable resolved the issue.

Event description:
The customer reported that the device failed to power up.